Event description:
It was reported that the patient faced an event of high blood glucose for which patient taken for hospital and treated with insulin via pen on (b)(4)2026.

Manufacturer narrative:
E1: Patient City: (b)(6)Patient Country: Spain.E1: Name: (b)(6) Based on the available information, this event is deemed to be a serious injuryRequest was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under Complaint Investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 3003442380.